Event description:
On (B) (6) 2010, patient reported that the adhesive from the infusion set came out of her skin, causing a blood glucose above 400 mg/dl. Patient stated the adhesive was also causing a rash on her skin at her infusion sites on her stomach. Patient reported these issues occurred with the same box of infusion sets. Discussed using dressing with the "sandwich method", liquid adhesive of IV prep wipes to resolve the issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sent adhesive dressing and guide to infusion site management; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.